Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on (B)(6) 2011, with the intention of treating her for a bladder prolapse condition and stress urinary incontinence. It was alleged the plaintiff suffered pain, discomfort, significant mental and debilitating pain and infections, and worsening of her prolapse condition. The plaintiff has had to undergo various medical procedures including, but not limited to, various surgical procedures in an attempt to repair and remove the eroded mesh. The plaintiff experienced significant physical, psychological, and emotional pain and has sustained permanent and debilitating injuries. The plaintiff has undergone, and will likely require in the future, other forms of care, medical treatments, and surgeries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report: (B)(4).